Event description:
Treatment of an avm with onyx. It was reported the physician embolized 3 feeder arteries using 3 marathon catheters. One of the catheters was entrapped during the procedure. While catheter retrieval was difficult, there were signs of the pt bleeding and brain hemorrhage. At the end of the procedure, the catheter was successfully removed from the pt. It was reported the pt's avm was resected on (B)(6)2010 and the bleed was not found. No complications were reported with the pt as a result of the event. Same event as MDR# 2029214-2010-00170.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. Model# and lot# of the involved catheters were not reported. (B)(4).